Event description:
It was reported the patient is without stimulation as his ipg is unable to communicate with external devices. Patient indicated he was compliant with charging. Surgical intervention may take place at a later date.

Event description:
Additional information received indicated that the ipg was explanted and replaced on (B)(6) 2018. Postoperatively therapy was reported.